Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l46500, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was reported in the past, the patient had a kink in the catheter and the pump alarmed. It was noted the event happened ¿about four years ago.¿ when it happened, the patient¿s legs were shaking. The type of medication being delivered at the time of the event was not provided; the device currently was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.